Manufacturer narrative:
Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other related complaints for the part and lot combinations of the reported components. A letter received from the patient indicates loosening of an unknown component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00597206632, nexgen all poly patella, lot #62187796. Catalog #00598801215, nexgen straight stem extension, lot #62208683. Catalog #00596202212; nexgen lps-flex prolong articular surface; lot #62155799 - manufactured by zimmer (B)(4); catalog #00599601451; nexgen lps femoral component; lot #62220746 - manufactured by zimmer, (B)(4); catalog #00111214001, palacos r bone cement; lot #74594301, qty. 2 -this bone cement is manufactured at heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-01561.

Event description:
It is reported that the patient is experiencing postoperative pain, loosening, swelling and limping.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.